Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2018 and (B)(6) 2019. If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient was implanted a zxr00, 15.5 diopter intraocular lens (iol) in the right eye. However, patient is disappointed with her lens. She claims that it does not offer her a multifocal correction. She said that she can't see anything within full arm¿s length without readers. She also has horrible halos. Follow-up provided the product and patient identifiers. It was learnt that after the patient's surgery, she developed halos, night vision problems, with occasional pain. She had 2 follow-ups with her doctor last year but she claimed that her doctor mentioned that there was nothing wrong with the lens. Doctor gave her medication for inflammation and they worked okay but the other visual symptoms are still there and she is very bothered. She plans to look for a second opinion to help her address her concerns. She said that she knows that she was implanted a multifocal lens but to her it doesn't seem like a multifocal. Although her vision has improved in that the distance vision is good but close-up vision is not working. The patient also mentioned that her visual issues significantly affect her regular activities, but she is still able to go about her activities as she's thinking her other eye is adjusting. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.